Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) powered up to an error. Analysis determined that the epg had internal corrosion. It was noted that the hanger assembly was cracked and the main seal was damaged (sticking out). All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code that was unable to be cleared. The epg was returned for repair and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.